Event description:
It has been reported to philips that the fluoroscopy does not work. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not working. Review of the logfile showed ¿en-x inactive and hand/footswitch pressed¿ warning which indicated footswitch malfunction. During troubleshooting, the fse found that the footswitch is not working properly. The fse replaced the footswitch. After replacement of the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.